Manufacturer narrative:
E1: initial reporter phone: (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred requiring additional intervention. The patient underwent coronary artery disease. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment. However, during post-dilatation, the stent was fractured. The fractured stent was covered with another stent and the procedure was completed. No patient complications were reported.